Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 - (B)(6) , 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/30/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/02/2021.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during filling. This was identified during filling in the production area. There was no patient involvement. No additional information is available.